Event description:
Purchased via insurance a tap (thornton adjustable positioner) mandibular repositioning dental appliance for relief of sleep apnea on (B)(6) 2014. Worn nightly, it is an appliance that brings your lower jaw forward with the intent to align your jaw as well as soft palate/uvula, etc, to eliminate obstruction of airway during sleep. An impression of your mouth (upper and lower jaw/teeth) is made by the dentist to individually fit this appliance to each pt. There is a metal 'gear' in the appliance, connected to a small 'rod', that adjusts the amount of space or length that the jaw will be adjusted or moved forward. I wore this device for approximately 1 month. Every morning when I would remove the appliance, my jaws did not align and I experienced intense pain when trying to eat or even talk, any movement of my jaws. I also experienced a very deep and intense pain located deep in my left lower jaw at the area of the root of a tooth. I returned to the dentist that I purchased this appliance from on (B)(6) 2014, informing him of this pain and the trouble that I was having. He indicated that he could make an adjustment in the jaw alignment process of the appliance by adjusting the gear; he did not do this while I was there in his office, but insisted that I leave the appliance with him. As far as the pain in my lower left jaw at the root of my tooth, he just said to take otc pain medication. Prior to purchasing this appliance, I was told that there was no guarantee or warranty that the appliance would even work for me. When I mentioned this issue, he just said (after he had been paid by my insurance company), "well, you don't have to use it, it's up to you." I went to my personal dentist for examination of my left lower jaw in the area of the root. She stated that in her experience whenever an appliance such as this is used, it always causes additional problems. I was on otc pain relievers as well as applying heat and cold to the area for approximately 2 months until the pain in my jaw subsided. It was determined that the root of the tooth in the area was extremely inflamed as a result of undue pressure from the appliance. I had difficulty eating and drinking as a result of this pain. (B)(6).